Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)).the most recent information was received on 10-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("heavy menstrual bleeding every 20 days"), urinary tract infection ("severe urinary tract infection"), dizziness ("dizzy spells/ dizziness"), fatigue ("major fatigue"), blood pressure abnormal ("blood pressure at 90") and central nervous system lesion ("two mass lesions in the brain") in a female patient who had essure (batch no. D60146) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced menorrhagia (seriousness criterion medically significant), urinary tract infection (seriousness criterion hospitalization), dizziness (seriousness criterion hospitalization), fatigue (seriousness criterion hospitalization), blood pressure abnormal (seriousness criterion hospitalization), central nervous system lesion (seriousness criterion medically significant), myalgia ("muscular pains"), disturbance in attention ("difficulty concentrating"), psychomotor skills impaired ("serious psychomotor problems"), polymenorrhoea ("heavy menstrual bleeding every 20 days"), migraine ("major migraines"), visual impairment ("reduced vision"), bradykinesia ("very slow in my movements and, especially, not highly responsive to some stimuli") and slow response to stimuli ("very slow in my movements and, especially, not highly responsive to some stimuli"). The patient was hospitalized for 1 day. At the time of the report, the menorrhagia, urinary tract infection, dizziness, fatigue, blood pressure abnormal, central nervous system lesion, myalgia, disturbance in attention, psychomotor skills impaired, polymenorrhoea, migraine, visual impairment, bradykinesia and slow response to stimuli outcome was unknown. The reporter provided no causality assessment for blood pressure abnormal, bradykinesia, central nervous system lesion, disturbance in attention, dizziness, fatigue, menorrhagia, migraine, myalgia, polymenorrhoea, psychomotor skills impaired, slow response to stimuli, urinary tract infection and visual impairment with essure. The reporter commented: regarding the psychomotor problems the consumer stated that she could not lift a bottle of water because her brain would not give her arm the order. According to the neurologists there was no reason for concern regarding the two mass lesions in the brain. No explanation was found for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in (B)(6) 2017: no explanation for the adverse events nuclear magnetic resonance imaging - in 2017: two mass lesions in the brain . Unspecified date: lyme's disease test - result not provided. Unspecified date: motor evoked potentials test - result not provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11oct2017 for the following meddra preferred term: menorrhagia - the analysis in the global safety database revealed 507cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2017: quality-safety evaluation of ptc. Company causality comment. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.